Event description:
I called about a recall nova max glucose test strips. The bottles I was given were of that lot. Now the replacement bottle is here and it test out 109 when coded. (Same problem) although it says on the packaging it doesn't need coding. The 275, 400, 226, 253 and 294 (now add 109 to those numbers. Diagnosis or reason for use: diabetic ii insulin usage. Event abated after use stopped? Yes.